Event description:
It was reported that the patient presented to the hospital for an implant procedure. On (B)(6) 2026, during the procedure, the hex wrench of the implantable cardioverter defibrillator (ICD) could not be advanced into the setscrew after multiple attempts, causing failure to secure the leads. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient was stable before, during, and after procedure.